Event description:
It was reported that during esophageal cancer surgery when nim tube was used, it did not respond. The reported product was continued to be used and the procedure was completed. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found visually, there was surgical tape wrapped near the clamp shell and contamination on the outside diameter of the cuff balloon upon return. Additionally, there was discoloration in the blue and red trace pads. Under magnification, there was small voids in all the trace pads and in the blue and red ink traces (underneath the adhesive). Each electrode wire was stripped to perform continuity testing. Electrically, the resistance from end to end shall be less than 200 ohms and the actual measurements were 89 ohms (blue), 41 ohms (red), and in megaohms (blue- and red- with white stripe) which the blue- and red-with white stripe electrodes were out of specification. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to connect the device to the nim system. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.